Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received replace battery alarm as well as had a blank display. The customer¿s blood glucose level was unknown. The customer states she will put a new battery in and then it won¿t take and keeps saying replace battery. The customer also states will say power loss and the reservoir was low. The customer states the battery is dead now. Customer received a low battery alert prior to the replace battery now alarm. The customer declined to troubleshoot the issue. Advised will replace the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device trace download analysis confirmed the pump alarmed power error, low battery, power loss. The power management tool confirmed power error, low battery, and power loss alarms were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer, and a minor scratched lcd window.